Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to (B)(6) infection. There were no additional adverse effects reported. The product was explanted and the physician recommended not to reimplant any device as the patient had chronic (B)(6) scabs all over the patient's body.